Event description:
According to the reporter, the device, used with hands free therapy cable and defib electrodes, would not deliver a shock to a pt in cardiac arrest. The reporter also stated the user could not increase the energy selected range above 200 joules. Subsequent to the reported malfunction, the device then operated properly and the pt was shocked an unknown number of times. The reported did not know the pt's outcome.

Manufacturer narrative:
The device was returned to physio-control redmond for evaluation. In the evaluation, the reported problem could not be reproduced and proper operation was observed through functional and performance testing. Root cause for the reported problem could not be determined and the device was returned to the customer for use.